Event description:
The hearing aid (h/a) user complained to the h/a dispenser of a swollen ear after the aid was remade. She was referred to her dr who prescribed an ointment and advised her not to wear the aid until the ear healed. The dispenser sent the aid to be remade for a better fit.